Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: the last bolus delivery was on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. The pump history showed a replace cartridge alarm on (B)(6) 2015 14:06; the next prime was recorded at 21:23. An ezcarb and ezbg bolus were manually calculated and the pump returned the correct units. The pump¿s bolus calculation feature was found to be functioning properly. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl with polydipsia, polyuria, symptoms of dehydration, shortness of breath and chest pain associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient's basal rate by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the basal totals matched the patient's programmed settings and that all were recorded as programmed. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.